Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller and the heartmate touch (serial number unknown) being unable to communicate was not able to be confirmed. The unit did not return for analysis. Provided information indicated that communication was later restored, and the issue resolved. Attempts were made to obtain additional event information, but no response was received. The root cause of the reported event was not able to be determined via this investigation. The device history records were unable to be reviewed due to the serial number of the heartmate touch being unknown. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 4 of the IFU ¿heartmate touch communication system¿ and the heartmate touch communication system quick start guide under ¿how to use the heartmate touch communication system¿ explain the operation of the heartmate touch system, including how to set up the system and connect the tablet to the wireless adapter and system controller and how to use the heartmate touch app. Section 7 of the IFU ¿alarms and troubleshooting¿ and the heartmate touch communication system quick start guide under ¿troubleshooting¿ provide troubleshooting steps for various heartmate touch issues, including if the system controller is not detected by the heartmate touch app. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the controller was exchanged due to hmt connection issues. The mobile power unit (mpu) was also to be returned. Log file review showed no other unusual events recorded. The patient was seen on (B)(6) 2025 again in clinic. Numbers were able to be pulled up on the hmt with no issues. The additional log files showed no unusual events recorded following the controller exchanged on (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there no left ventricular assist device (lvad) alarms noted, except for clock not being set. No communication alarms or system controller fault alarms. Patient came into clinic on friday (B)(6) 2025 was unable to get their controller to connect with the heartmate touch (hmt). This was the 3rd time this had happened. Patient has had primary controller swapped out each time, and last controller change, a modular cable change was done as well. Upon further investigation, 2 slits were found in the driveline close to the insertion site. Rescue tape was applied prior to patient going to the emergency department (ed) for possible controller change. Once patient was in ed, the site was able to successfully get the lvad number to populate on the hmt. It was uncertain if the reinforcement of the rescue tape on that slit helped with the wires or if there was something else going on. Log files were sent for review. The event log captured an onset of ¿controller clock corrupt¿ clock invalid all throughout the log. The controller had loss all power including the emergency backup battery (ebb) in order for the controller clock to reset and experience a pump stop during this event. The patient had experienced a pump stop during this loss of all power event. The clock was resynced on (B)(6) 2025. Despite the reported ¿2 slits in the driveline close to the insertion site¿, there was no evidence of any type of electrical perc lead or power cable conductor issues seen in the log files. The tears to the perc lead outer jacket were cosmetic only and it was recommended to apply rescue tape to the perc lead outer jacket tears. Otherwise, there were no other notable alarm conditions or parameter changes. Based on the data visible in the log file the mechanical circulatory support (mcs) equipment had operated as intended electronically and mechanically.